Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent tha with accolade tmzf and trident psl cup. After surgery, the pseudotumor developed and magnified. Therefore, the patient underwent revision surgery. When the surgeon removed the implant, corrosion could be seen in the metal head and discoloration in the liner. The surgeon changed the liner and the metal head to brand-new products.

Manufacturer narrative:
An event regarding a pseudotumor (altr) and corrosion involving a metal head was reported. A query regarding discoloration of the liner was also reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event description states that the patient was revised due to a pseudotumor. There is no allegation of failure against the poly liner. With regards to the discoloration of the liner reported, the mar concluded "yellow discoloration, consistent with absorption of synovial fluid was also observed on the insert ." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent tha with accolade tmzf and trident psl cup. After surgery, the pseudotumor developed and magnified. Therefore, the patient underwent revision surgery. When the surgeon removed the implant, corrosion could be seen in the metal head and discoloration in the liner. The surgeon changed the liner and the metal head to brand-new products.